Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to read. The customer reported that a malfunction occurred when the user tried to dispense medication to the patient. However, there were no delays, adverse events, or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the drawer had failed to read. A field service engineer found no problem upon arrival. Fse rebooted machine, and inventoried drawer 5.1 with no issues. The system functioned as intended after the field service engineer repaired the device.